Event description:
Ous MDR - boston scientific received info that this atrial lead was successfully implanted. Acceptable measurements were obtained. Post procedure, an x-ray revealed there was no lead slack and it had pulled back and was thought dislodged. A revision procedure was performed. This lead was successfully repositioned. Atrial sensing was lower than previously, however, threshold and impedance measurements were acceptable. No adverse pt effects were reported. According to available info, this lead remains implanted and in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated all production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.